Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormally heavy menstrual bleeding") and pregnancy with contraceptive device ("ectopic pregnancy that resulted in live birth after implantation / became pregnant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and abdominal pain upper ("chronic stomach pain"). Last menstrual period and estimated date of delivery were not provided. Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, pregnancy with contraceptive device and abdominal pain upper outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain upper, menorrhagia and pregnancy with contraceptive device to be related to essure. The reporter commented: it was reported that since her removal surgery, her symptoms have mostly resolved, though some remain. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.